Event description:
During a coronary drug eluting stenting treatment procedure, the stent was damaged. A 3.00x28mm taxus express2 drug eluting stent would not cross the lesion in the mid left anterior descending artery that was reported to have 90% stenosis. A choice pt guidewire was used. The physician pre-dilated with a 2.5x15mm balloon and the stent would not cross. The physician then pulled aggressively to remove the system and found that the stent struts were lifted. The procedure was complete with another taxus express2 stent. It was reported that there were no pt complications.